Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at 10atm for 10 seconds at first inflation. The device was removed without any problem using the normal method. The procedure was completed with a different device. No patient complications and the patient was good post procedure.